Manufacturer narrative:
E1 - event site name: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) was involved in a blood back incident. There was patient involvement, but no harm reported.